Manufacturer narrative:
(B)(4) . It was reported that the patient was ¿not doing well¿ and that the patient remained hospitalized for the peritonitis event. Cloudy peritoneal dialysis (pd) effluent was reported as a manifestation of the peritonitis as at the time of this report. On an unreported future date, the doctor was planning to remove the patient¿s pd catheter due to the cloudy pd effluent. The patient was not recovered from the event. Further treatment for the peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefepime 600 mg (frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering. No additional information is available.